Manufacturer narrative:
The field service representative determined the leaking water was from a bad water bottle to water reservoir connection. He placed vacuum grease on the water connection o rings to ensure a proper connection. He ran various diagnostic water primes and performed qc to verify the analyzer performance.

Event description:
The user stated there was a water leak inside the analyzer which leaked onto the floor and into the walkway. No one slipped or was hurt as a result of the water on the floor and the user stated they had contained the water. No erroneous patient results were generated.